Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of experiencing low blood glucose of 37 mg/dl. Customer was incoherent and was treated intravenously by paramedics. Customer refused going to the hospital. Customer inquired on the retainer ring recall. It was confirmed that customer received a replaced insulin pump. Insulin pump is not expected to return for failure analysis.